Event description:
During routine testing of the device at the service center, the service technician reported the 12 volt back up battery failed the manufacturing test. The monitor was originally returned for repair of a calibration error when the battery failure was found. Since the event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.